Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip. PMA 510(k): similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: no product returned and no images provided. Reported that attempts were made to retrieve the filter into the sheath, but according to IFU the sheath should have been advanced. Also reported that event was "due to technical error" and "he mistakenly pushed the filter introducer when withdrawing the sheath system so as to deploy the filter", why assuming reported perforation was procedurally related and of no failure to the filter/device. It is known from the literature, that manipulation in the area of the filter may promote perforation which over time may cause changes to the filter configuration and to the filter placement, thus causing stress and possibly fracture to the wires. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was used for ivc filter placement by jugular approach. After the jugular vein was punctured, a wire guide was advanced into the target site. The physician advanced the sheath system of gunther near the renal vein over it and retrieved the wire guide and the introducer dilator. Then, angiography was performed and the sheath was advanced a few cm forward without using a wire guide or an introducer dilator. The filter introducer was advanced until it was at the radiopaque band of the sheath and, he pulled back the sheath till the filter was out of the sheath fully, but the leg of the filter did not expand. Although he attempted to retrieve the filter back into the sheath, it could not. Therefore, he performed angiography through the sheath, which confirmed leakage from the ivc. Though he attempted to retrieve the perforated filter by pushing forward and pulling back the filter introducer, it was impossible to retrieve it. The physician determined that filter retrieval was impossible at the cardiovascular internal medicine department of this hospital and transferred the patient to another hospital. The filter was retrieved by surgical operation at the hospital and the next day a new gunther was implanted in the ivc for the prevention of pulmonary embolism without problems. Patient outcome: no adverse effects to the patient at the moment.